Event description:
The caller alleged discrepant results when compared when repeated test with inratio. The results are as follows: 1.9, 2.2, 3.3.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.9, 2.2, 3.3, average: 2.47, stdev: 0.74, %cv: 29.88. As per internal procedure, if the %cv is greater than 20% the criterion is not met. The product will be investigated. Also as per internal procedure, if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient.